Manufacturer narrative:
The complaint device associated with this report was received and will be evaluated. All documents indicate the product met release criteria. There have been no other complaints received for the additional lenses manufactured in this production order. The root cause of this event is undeterminable at this time.

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens implant surgery. The lens was removed and replaced without complication.